Event description:
It was reported that a malfunction alarm occurred with the customer's pump, specifically displaying malfunction code 3. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to use manual daily injections as a backup therapy. A replacement pump with updated software was sent to the customer, who was also provided instructions on storage mode and the return process for the malfunctioning pump. Additionally, the customer was informed about the need to program their settings and connect their continuous glucose monitor to the new pump.